Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on: (B)(6) 2018. It was reported that the patient was admitted to the hospital for a gastrointestinal bleed and presented with a hemoglobin and hematocrit (h&h) of 5.5g/dl and 19.2%, respectively. The patient reported they had worsening fatigue and shortness of breath over last few days. Coumadin was placed on hold and patient was transfused 2 units of packed red blood cells (prbcs). Gastrointestinal department was consulted and recommended a push enteroscopy. This was obtained on (B)(6) 2019 and showed mucosal changes in the duodenum consistent with pseudomelanosis duodeni. The patient had a double balloon enteroscopy on (B)(6) 2019 that showed mucosal changes in the duodenum with no significant findings. Coumadin was resumed and the patient received 1 unit of prbcs (total of 3 prbcs during admission) the patient's inr became subtherapeutic at 1.7 on (B)(6) 2019. The patient was started on a heparin drip and coumadin dosage was boosted. . It was believed the patient had iron deficiency anemia and was given iron intravenously. H&h remained stable during the admission. The patient's inr rose to 2.0 on (B)(6) 2019 and the patient was discharged home with orders to continue coumadin and iron.